Event description:
The hospital reported that during a procedure, it was noticed that the device was getting too hot while inside the pt's leg. The device was removed without harm to the pt. No pt complications were reported. The hospital did not provide any info regarding how the case was completed.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.